Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is using the pump to dispense zoloft therapy instead of using insulin within the pump supplies. Tandem technical support educated the customer that this is considered off label use. Customer¿s blood glucose level was in the 300's mg/dl.